Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. It is unknown when the two (2) cortex screws broke and when pain started. Initial implant date is unknown but was reported as approximately 2 years prior to hardwear removal. Device (s) are not available for return. (B)(4). Device used for treatment, not diagnosis.

Event description:
It is reported patient was implanted with a nine hole wrist fusion plate, four (4) 3.5mm cortex screws, and three (3) 2.7mm cortex screws in the right wrist on unknown date approximately 2 years prior to removal. On unknown date, patient reported feeling pain at the implant site. X-rays taken on unknown date revealed the two (2) most distal 2.7mm cortex screws were broken. Surgeon stated patient range of motion exceeded what it should have been with a fusion plate implanted and suspects the range of motion caused the screws to break. Patient was returned to surgery on (B)(6) 2016 where surgeon removed all hardware. The shafts of the two (2) broken screws remain embedded in patient's right second finger. Patient fracture was healed, no further hardware was implanted. Surgery was completed successfully with no delay and no further harm to patient. Concomitant devices reported: nine hole wrist fusion plate (part 242.530, lot 6701537, quantity 1); 3.5mm cortex screw (part number unknown, lot number unknown, quantity 4); 2.7mm cortex screw (part number unknown, lot number unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Part of device remains in the patient; device not considered explanted during the revision procedure on (B)(6) 2016. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.